Manufacturer narrative:
(B)(4). Evaluation of the returned device yielded the following observations: both cuffs were still attached to the link and respective needle tips. The whole monofilament was returned loose and there was no formed knot. The rail end was broken at the crimp area of the posterior needle tip. A suture break may occur if the operator aggressively removes the plunger or the suture is nicked by rotating suture trimmer. According to the report, the device was deployed in heavily calcified left femoral artery. The patient anatomical condition may have contributed to the reported experience. The perclose proglide instructions for use (IFU) states under contraindications that breakage may occur for device use in patients exhibiting calcification which is fluoroscopically visible at femoral artery. (Breakage may occur) no manufacturing or quality issue was detected. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmrs) associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The first and second proglides are each being filed under separate MFR numbers.

Event description:
It was reported that three physicians trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified left femoral artery after an interventional procedure. Reportedly, for the first device (deployed by the first physician) only the anterior cuff was connected to the needle. For the second (deployed by the second physician) and third proglide (deployed by the third physician), only the posterior cuff was connected to the needle. Manual compression was applied to achieve hemostasis. After device examination, two out of three devices were observed to have 'twisted proximal guides'. It was assumed by the facility reporter that the twisted guides may have caused the cuff miss. There was no reported adverse patient sequela. Though requested, additional information was not provided.